Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (summary device evaluation). Investigation conclusion: two images of the device were provided by the customer. They show the stent partially deployed from a microcatheter with the middle unopened, which is consistent with the alleged product issue. A thrombus is seen inside the unopened section. The investigation of the returned device found the stent returned deployed with residual blood. The stent was cleaned and loaded onto an in-house pusher with an in-house introducer and fully opened upon deployment from an in-house microcatheter. The investigation of the returned device did not find any damage or other anomaly that would have contributed to the reported event. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had contributed to the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the coil-assist lvis stent device was used to treat a patient with a eft ophthalmic artery segment aneurysm measuring approximately 3mmx4mm, with a neck of about 3mm. Under the guidance of the angiography imaging, the m2 segment of the right middle cerebral artery was selected and fixed with high-pressure saline for later use. The 4.5mmx18mm stent was sent into semi-release using the stent microcatheter. Posterior intravenous infusion of 3000iu of ampulla-heparin and continuous infusion of 12ml/h of tirofiban showed that the anterior and middle cerebral arteries were unobstructed. Then, through the embolization microcatheter, three embolization coils were successively filled into the aneurysm of the left ophthalmic artery segment. Angiography showed that the embolization effect was satisfactory. The angiography of the anterior and middle cerebral arteries was normal. After release, angiography showed that the proximal end of the stent was not opened. After multiple attempts of massage with a guidewire, the stent still could not be opened. Re-angiography showed slow blood flow at the distal end, suggesting thrombosis within the stent. A guidewire was used to guide a embolization microcatheter to select the initial segment of the left internal carotid artery on the way. A 5x30mm thrombectomy stent was used to remove the lvis stent and thrombus. Re-angiography showed that the blood flow was unobstructed. After the stent was removed, it could be seen that the stent was not opened. After 10 minutes of observation and re-angiography, the blood flow in the left middle cerebral artery and anterior artery was normal, and the coils inside the aneurysm was stable. The 6f long sheath catheter and the arterial sheath were gradually removed. The puncture site was sutured with a suturing device and the local puncture point was compressed with a compression device. The operation was completed with 30 minutes delay time. At the end of the operation, the patient's pupils were equal in size and round, with a diameter of about 2mm, and the patient was well awake under anesthesia. The patient has been discharged from the hospital and is recovering well without any discomfort.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.